Event description:
A caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in loading a new cartridge correctly, and the caller was able to resume insulin therapy successfully. The caller requested a replacement infusion set and cartridge, and the issue was resolved with these actions.